Manufacturer narrative:
A follow-up tech report will not be sent as the technician has already been retrained. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three tibial articular surface provisionals were returned cracked.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the provisional confirms that the provisional exhibits signs of repeated use and has post fractured off. Device history record was reviewed and no discrepancies were found. The failure of the instrument was caused by a new sterile processing technician that was unaware of how to disassemble the provisional construct properly. Instrument assembly, disassembly and cleaning information can be found in the persona disassembly instructions. The root cause is considered to be use error. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.